Event description:
After placing the cypher stent at the lesion, when the physician applied negative pressure to deflate the balloon, but deflation was very slow and removal of the balloon was delayed. The age and gender of the pt is unknown. The target lesion was the distal right coronary artery (rca). It is unknown if the lesion was a de novo. The vessel was moderately calcified and slightly tortuous. There was 90% stenosis. The lesion was pre-dilated without difficulty. A cypher (3.5/33mm) stent was delivered to the lesion. The balloon was inflated at 16 atmospheres for 20 seconds. After the inflation, the physician applied negative pressure, but the deflation of the balloon was slower than usual and it took approx. 40 seconds to deflate. The balloon was retrieved when it was fully deflated. There was no kinks or bends noted in the catheter. It was noted that the balloon was s-shaped when inspected after the procedure. The ratio of the contrast medium to saline was 1:1. The brand of the contrast medium was unknown. The procedure was finished without reported pt injury.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.